Manufacturer narrative:
After further review of additional information received the following sections b5, g4, g7, h1, h2, and h6 have been updated accordingly. Section b5: according to the information received via phase 2 discovery form the patient received the ivc filter to prevent blood clots. The patient states to suffer from migration of the filter to their waistline and sharp pain in the waistline. The patient also states to suffer from emotional distress and stress because the device is inside them and not able to be retrieved. However, there have been no known attempts to remove the filter. Corrected data: section d2: product code it was reported that a patient underwent placement of a trapease vena cava filter. The information received indicated that the filter had migrated. An abdominal scan performed approximately twelve years post implant noted that the filter was present at the l3 level, near the patient¿s abdomen. The patient is also reported to have experienced periodic sharp pain in the chest area and anxiety related to the filter. The patient states to suffer sharp pain in the waistline from the filter. The patient also states to have emotional distress and stress because the device is inside them and not able to be retrieved. However, there have been no known attempts to remove the filter. The patient¿s medical history is significant for morbid obesity, hypertension, hypothyroidism, mild intermittent asthma, arthritis, dyspepsia, chronic venous insufficiency and sclerosis and degenerative joint disease. The indication for the filter implant was prophylactically pending roux-en-y gastric bypass surgery. According to the procedural notes, the filter was placed via a sub-clavicular approach and deployed under direct fluoroscopic guidance in the standard fashion. A groshong catheter was also placed at the time the inferior vena cava filter was implanted. One week later the patient underwent a roux-en-y procedure. During the procedure abdominal exploration was carried out with the following findings: extensive adhesion involving the omentum against the anterior abdominal wall and adhesion of the stomach to the underside of the liver capsule. These adhesions had to be taken down using both electrocautery and metzenbaum scissors to free up the exposure for the procedure. The remainder of the procedure was uneventful, and the patient was reported to have tolerated the procedure well and sent to the recovery room in satisfactory condition. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed, and the exact cause could not be determined. The procedural notes of the filter placement did not specify the level at which the filter was deployed. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. The following additional information received per the patient profile form (ppf) and medical records indicate the filter was implanted due to chronic venous insufficiency and venous sclerosis. The patient is reported to have experienced chest pain and continues to experience anxiety related to the device. It was reported that a patient underwent placement of a trapease vena cava filter. The information received indicated that the filter had migrated. An abdominal scan performed approximately twelve years post implant noted that the filter was present at the l3 level, near the patient¿s abdomen. The scan confirmed that the filter had migrated from the site of implantation. The patient is also reported to have experienced periodic sharp pain in the chest area and anxiety. The patient¿s medical history is significant for morbid obesity, hypertension, hypothyroidism, mild intermittent asthma, arthritis, dyspepsia, chronic venous insufficiency and sclerosis and degenerative joint disease. The indication for the filter implant was prophylactically pending roux-en-y gastric bypass surgery. According to the procedural notes, the filter was placed via a sub-clavicular approach, the vena cava was visualized, and the appropriated site was determined. At this point, under direct fluoroscopic guidance, the trapease-type ivc filter was deployed in the standard fashion. Completion study showed good capture of the catheter and no obstruction of the accessory vessels. A groshong catheter was also placed at the time the inferior vena cava (icv) filter was implanted. One week later the patient underwent the roux-en-y procedure. During the procedure abdominal exploration was carried out with the following findings: extensive adhesion involving the omentum against the anterior abdominal wall and adhesion of the stomach to the underside of the liver capsule. These adhesions had to be taken down using both electrocautery and metzenbaum scissors to free up the exposure for the procedure. The remainder of the procedure was uneventful, and the patient was reported to have tolerated the procedure well and sent to the recovery room in satisfactory condition. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration could not be confirmed, and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The procedural notes of the filter placement did not specify the level at which the filter was deployed. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: manufacturer name, city and state, health professional, occupation, manufacturing site name and address.

Manufacturer narrative:
As reported by the legal brief, the plaintiff on or about (B)(6) 2004, underwent a surgical procedure to implant a trapease permanent vena cava filter ("trapease filter") for the treatment of her chronic venous insufficiency and venous sclerosis. On or about (B)(6) 2016, the plaintiff was administered an abdominal scan to observe the status of the trapease filter placement. The defendant's trapease filter was subsequently noted to be present in the l3 level, near the plaintiff's abdomen. The scan confirmed that the defendant's device had malfunctioned and had migrated from the site of implantation. The device is unavailable for analysis as it is still implanted in the patient. A device history record could not be conducted as a lot number was not provided. Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff on or about (B)(6) 2004, underwent a surgical procedure to implant a trapease permanent vena cava filter ("trapease filter") for the treatment of her chronic venous insufficiency and venous sclerosis. On or about (B)(6) 2016, the plaintiff was administered an abdominal scan to observe the status of the trapease filter placement. The defendant's trapease filter was subsequently noted to be present in the l3 level, near the plaintiff's abdomen. The scan confirmed that the defendant's device had malfunctioned and had migrated from the site of implantation.